Manufacturer narrative:
Qn# (B)(4). The customer returned one three-lumen cvc (8.5 fr x 20cm) for analysis. Signs-of-use in the form of biological material was observed inside the catheter body. After failing functional inspection, visual analysis revealed a hole on the catheter body directly below the juncture hub. The edges of the hole appeared smooth and uniform, which indicates that contact with sharps likely caused or contributed to this event. No other defects or anomalies were observed. A lab inventory syringe filled with water was attached to the catheter. With the distal end of the catheter occluded, the syringe was compressed into each lumen. Water was observed leaking out of the hole in the catheter body when injecting water through the medial extension line. No leaks were observed when injecting water through the proximal and distal extension lines. Each extension line appeared to be secure within the juncture hub and their respective luer hubs. The report of a leaking catheter was confirmed through complaint investigation. Visual analysis revealed a hole in the catheter body directly adjacent to the juncture hub. Water leaked out of this hole when injecting water through the medial extension line. Additionally, the edges of the hole appeared smooth and uniform indicating that contact with sharps caused or contributed to this event. Based on the customer description and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported that "liquid came out of a hole in the proximal lumen - leakage".

Manufacturer narrative:
(B)(4). The customer reports the device was in place for four days. The device was removed and replaced with another device. It's reported that the patient was in critical condition prior to the use of the teleflex device.

Event description:
Customer reported that "liquid came out of a hole in the proximal lumen - leakage".